Event description:
It was reported that during a procedure using a quantum footswitch, the pedal would not activate the coagulation function. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.